Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Intuitive surgical, inc. (Isi) received a large needle driver instrument as a discrepant RMA. There was no alleged malfunction reported against this instrument. Isi followed up with the initial reporter. The customer confirmed no further details related to the reported event are known or available. This complaint will be classified based on the provided information at this time.